Manufacturer narrative:
The product is currently under investigation at microline inc.

Event description:
During a laparoscopic cholecystectomy surgical procedure, the renew tip broke, and fell into a patient. The surgeon was able to retrieve the piece. The procedure and anesthesia time was not extended. There was no harm to the patient.